Event description:
It was reported by the customer's mother that the customer exposed the insulin pump to water when he jumped into the pool. The customer's blood glucose level was 256 mg/dl. Customer went through troubleshooting for high blood glucose levels. Customer stated that he would treat his blood glucose levels with a manual injection. It was also reported that there was moisture behind the lcd screen and a button error in the alarm history. Customer was advised to change the entire infusion set. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.